Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without pt complications. Attempts to obtain further details regarding the circumstances of this event have been unsuccessful. A delivery system in the released position was returned, evaluated and retained by this MFR. The filter remains implanted and was therefore not returned for eval. The engineering eval indicated straight scratches were located inside the carrier capsule extending from the proximal to the distal end. Follow up could not confirm if a pre-placement cavogram was peformed prior to filter placement and if continual flushing of the carrier system during the implant procedure was performed. Co believes these factors may have contributed to this event. However, without further details about the event, co is unable to determine the exact cause for this event. Directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."